Event description:
Pt expired post-code. Pt had undergone prophylactic ivc filter placement in 2004, and open gastric-bypass 15 days later. On post-op day #9, the pt experienced a pulmonary embolus and expired. The post revealed a migration of the ivc filter. This event originally sent 2004 - did not receive confirmation resubmitting.